Event description:
A customer reported an abo discrepancy on the echo instrument. The donor sample is historically b positive and typed as o positive when tested on the echo.

Manufacturer narrative:
A review of the images for sample (B)(4) from batch 19601 shows that the sample tested as o positive with no agglutination in the anti-b well. The sample was retested using a new donor segment. A review of the images shows that the sample tested as b positive with 4+ positive results in the anti-b well. There was strong agglutination using the same vial of reagents that was used in batch 19601. Sample and antisera was added to the wells. The sample was retested using the same donor segment that was used in batch 19601. A review of the images shows that the sample tested as b positive with 4+ positive results in the anti-b well. There was strong agglutination using the same vial of reagents that was used in batch 19601. Sample and antisera was added to the wells. Asked the customer to monitor. Asked the customer to save the instrument and scheduler logs if they have the issue in the future.